Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, lot# j10890r64, implanted: (B)(6) 2001, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen 2000 mcg/ml; dose was "99%" via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2017. It was reported the patient followed up with their healthcare provider (hcp). An x-ray was performed and showed a "line was fractured". On the day they did the x-ray, the patient¿s medication was "reduced". The hcp told the patient that surgery was required to have the "line reworked". The patient met with the surgeon and was told that surgery was not necessary because she was not going through withdrawal. The patient could "opt to not have it" and just take baclofen orally. The patient did not know what to do. The patient was redirected to follow up with the hcp. No further complications were reported.